Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the patient noticed a ¿wire like tingling¿ distal to the battery site about 3 months ago. There were not contributing factors per the patient. An impedance check was done, and all were well within the normal range. The patient was asked to keep track of when it occurs, if there is any particular activity, position, etc. That it occurs during. The patient was wondering if any other patients have experienced this. The issue was not yet resolved. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator. It was reported that the patient felt a ¿dull electric shock¿ pain feeling from the implantable neurostimulator (ins) site and drove down. The shocking did not last long; the patient would need to move positions to stop it or it would otherwise go away on its own. It was occurring more frequently than in the beginning, there was no particular position that the patient would be in that would cause the shocking, and it was unknown if this also occurred with the stim off. There were no factors that might have led or contribute to the shocking pain. The patient was directed to keep closer attention and to keep a log of when and what position the shocking pain occurs in as well as turning stim off at times to see if it occurs. Lastly, the patient was schedule for an appointment n (B)(6) 2018 for an impedance check. There were no further complications reported or anticipated.

Manufacturer narrative:
Due to imdrf harmonization, some previously submitted device, method, result, and conclusion codes related to this event may have been updated. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that testing was done on the device. The issue of tingling still exists. The patient said they can't imagine they are the only person experiencing this and would appreciate any further information. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.